Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, no malfunction alerts occurred just prior to or on the day of the event. Based on the available data, the hypoglycemic event appears to have been influenced by several factors. At 18:29, the cgm glucose was 73 mg/dl for 5 minutes before rising quickly to 221 mg/dl by 19:05, when a "more than usual dinner" meal announcement was made. Sensor signal alarms began at 19:22, and insulin was paused for 60 minutes. Insulin was manually resumed at 19:52. The last cgm reading before hypoglycemia-related alarms began was 303 mg/dl at 19:44, followed by a fingerstick bg entry of 71 mg/dl at 19:59, just 15 minutes later. The calibration attempt at 19:59 was rejected at 20:04, as indicated by alarm 118 (g7 calibration not used). The next cgm reading was 57 mg/dl at 20:09, triggering alarm 20 (urgent low glucose) and alarm 24 (glucose falling quickly). Given the limited context, the most probable cause is that these factors - correctional insulin delivery in response to cgm-indicated hyperglycemia, the "more than usual dinner" announcement, potential cgm inaccuracy, and the calibration rejection - contributed to insulin stacking and the resulting hypoglycemic event. Multiple attempts were made to gather additional information, but these were unsuccessful. Should additional information become available, a supplemental report will be submitted.

Event description:
On 12-jun-2025, a clinical diabetes educator reported that the user experienced a severe low blood glucose (bg) event while using the ilet. The exact dates of occurrence were not provided. The educator indicated that one of the severe lows occurred the prior evening after dinner. The user was reported to be in close contact with their healthcare provider (hcp), who was already aware of the events. Multiple follow-up attempts were made to gather additional information, but no further details were obtained.